Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during ongoing use, the patient presented in the hospital with a pocket infection. Upon interrogation, it was also observed that the left ventricle (lv) lead was not capturing at maximum output. The lv lead was cut and capped off. A decision will be made within the next few weeks as to whether the leads will be extracted, and if a new system will be implanted. The patient is not pacemaker dependent.